Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving sufentanil, clonidine, and bupivacaine via an implantable pump for non-malignant pain. The concentrations of the drugs were unknown and it was stated that the current medication dose was 150 mg daily rate for all three medications and the bolus was 15 mcg. It was reported on (B)(6) 2017 that the patient had been on bolus therapy and that since they had started this treatment the patient had not been able to feel the boluses. The patient thought that there may be something wrong with the pump. Information was requested information regarding recalls. The date of the event was reported to by in (B)(6) of 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-dec-08. It was reported ¿no¿ in response to a request to clarify the report of the patient thought there may be something wrong with the pump with the question of ¿was there an actual device issue, patient/therapy issue, procedure issue, etc.¿ the ¿daily¿ was decreased to confirm the pump was working as actions/interventions taken. The cause of the inability to feel the boluses was not determined. They were in the process of ruling out issues, the bolus therapy was stopped, and the pump weaned. The patient¿s weight at the time of the event was 251.9. No further complications were reported or anticipated.